Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received and were reviewed: on (B)(6) 2015, the patient underwent a primary right knee arthroplasty to address degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain and tibial tray loosening at the cement to implant interface. The surgeon noted excising scar tissue and some tibial bone loss. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Depuy cement was used. The surgeon also removed the femoral component and revised the entire construct. Doi: (B)(6) 2015; dor: (B)(6) 2019, unknown affected side.